Event description:
The customer reported that their monitor would not turn on. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A final report will be submitted once the investigation is completed.